Event description:
The facility representative reported a colleague infusion pump (uim software version 5.09.90 / remediated colleague 2006) with a malfunction of "blinking on and off." Additional info received from the customer reveals that the device was shutting down and then powering on very quickly. This event was reported to have occurred during biomedical testing. During device evaluation (7/13/2009), the baxter technician discovered that the entire pump blinked on and off. According to the hospital representative, no pt injury or medical intervention was associated with this event.

Manufacturer narrative:
The reported condition of a colleague pump "blinking on and off" was confirmed during device eval, and was determined to have been caused by a loose connection between the power supply harness and the dc cable harness. The power supply harness and dc cable harness were properly connected to resolve the reported problem. The device was tested and returned to the customer within specification.